Manufacturer narrative:
(B)(4). Device evaluated by MFR: unit returned with its original pouch. The returned device matches with upn and lot provided by the customer. The body of the balloon was found crazing producing several holes. The balloon was inflated and a leak was found due to the holes located in the body of the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4) .

Event description:
Reportable based on analysis completed on 24nov2016. It was reported that balloon leak occurred. A 7/2/65 occlusion balloon catheter was selected for use. During preparation, when the physician flushed the wire port and pre-tested the balloon with saline syringe, a leak was noted from the balloon. The device did not enter the patient's body. No patient complications were reported.   However, returned device analysis revealed balloon pinhole.